Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify battery out limit alarm due to blank display. The insulin pump had cracked reservoir tube. The insulin pump was received without original battery cap. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that the insulin pump was blank for a period of time. The customer mentioned that there was crack on the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.